Event description:
The customer reported that the lemo connector was damaged. They had to complete the case on another unit.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the lemo connector then verified the system functions properly.